Event description:
Problem regarding otis knee replacement. An (B)(6) orthopaedic doctor reported on "new knee replacement enhances comfort and recovery." He would use this on his pts if desired. It sounded good; so I've been waiting since (B)(6) for him to implant the device. Once I even was in the hospital for an MRI, but was told there, the MRI was cancelled -the doctor forgot to call me-. Reason: otis was taken over by stryker co. And a new FDA approval was needed. This seems to have been pending since then, since the last date, I was given for the replacement was (B)(6), 2010. I was never called and upon calling them, was told this is indefinitely on hold. From FDA sources, I now learn that the cutting guides for the otis knee have not been approved and are unavailable. My knee is getting so bad that I can hardly walk any more and have to use a scooter for shopping. I know a more traditional, approved method could be used. Questions: should go on waiting for the otis knee? If so, for how long? Could you refer me to anything that exists in writing on this problem - internet, or medical library at (B)(6).